Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance and an insulation anomaly was noted. The lead was not used.